Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to wear of the scope cover packing and damage on the channel tube. There were scratches noted throughout the device. The forceps channel port had a dent and the label on the scope connector was damaged. No water was fed due to clogging of the nozzle and the bending angle in the up direction was out of standard value due to wear of the angle wire. The objective lens and light guide lens had cracks. The plastic distal end cover had dents and the universal cord coating was peeling. The connecting tube had corrosion and foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope jet channel was clogged which could not be removed. Inspection and testing of the returned device found that the nozzle had foreign material attached to its side. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.